Event description:
Attorney advised patient was involved in a motor vehicle accident (lost control of his car and hit a tree) in 2006. Pt experienced multiple trauma: fx l hip, comminuted fx l femur, fx l elbow, fx r ankle, fx pelvis, ruptured diaphragm, fx ribs. Patient underwent multiple surgeries. Subject plate was implanted and 4 months later patient had to move out of his apartment as landlord did not install a handrail on the outside stairs. Pt had to climb up and down the stairs. Plate was noted as broken and patient was returned to the operating room for removal of the broken hardware with diagnosed non-union. Patient was revised to a nail.

Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn. No device has been returned for investigation. Review of manufacturing records for this lot number has been requested.